Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2016-00587 ((B)(4) (B)(6)). The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned and/or leveraging, torquing while leveraging the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Tenodesis¿ screw with handled inserter, ar-1530ps lot: 1189487 ((B)(4) (B)(6)) broke off while being screwed in. The broken tip was not retrieved and is still in the patient. Another peek-tenodesis¿ screw with handled inserter ar-1530ps (same lot) also broke in the same manner but this was retrieved. A biocomposite-tenodesis¿ screw with handled inserter, ar-1530bc lot: 1362942 ((B)(4) (B)(6)) was also used and the tip of this device also broke off into the patient and was not retrieved. One each of an ar-1530ps and ar-1530bc were used to complete the procedure.